Event description:
At 0745 the pt was connected to hemodialysis tubing via catheter. Nurse secured the tubing & catheter together and rechecked the connection. Pt stated they were cold and pulled cover up obscuring the catheter site. At 0752 the pt complained of being cold and wet. Nurse at bedside, and pt went into cardiopulmonary arrest. When blanket pulled off, blood was seen. The venous (blue) lumen of the catheter was partially disconnected from the venous side of the blood tubing. Venous alarm did not sound to indicate a decreased venous pressure. The pt was resusitated. Two unit of blood were required to be transfused. Ultimately the pt stabilized.